Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v289339, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient was not feeling any stimulation sensation while the neurostimulator (ins) was on. The patient's symptoms were not controlled as they had to utilize catheters for all of their urine output. The loss or lack of effect started in (B)(6) 2014 as the patient did not see much effect after their implantable neurostimulator (ins) had been exchanged on 2014 (B)(6). The patient did not have a 50 percent or greater reduction in symptoms. The patient's ins stopped working and the patient had no spontaneous voiding. The patient was on program 2 at 5.0v and upped it to 6.0v and felt pressure and pain. The program was then switched to program 3 and at 3.0 where the patient felt pressure and stimulation, but it was not painful or uncomfortable. The ins had being increased several times, up to 3.50v, and the patient was not getting urinary relief and had no stimulation sensation. The patient had fallen and broken their wrist on 2014 (B)(6), but it didn't sound like the patient fell on their bottom. The fall did not appear to be related to the loss of therapy. The patient had a loss of therapeutic effect and they needed to catheterize the patient more in the last 3 days prior to 2014 (B)(6). The patient was not feeling the urge to urinate, hence the need to catheterize more. The patient was up to 8.5v and wasn't feeling anything on their current program. It was unknown which program the patient was on and the patient was sleeping so there was no access to the patient to check the information. Reprogramming was needed and the patient met with a manufacturer representative on 2014 (B)(6). The device only had one program and the patient could not feel it. The manufacturer representative programmed in more for a total of 4 programs and then the patient could feel it. The patient was reprogrammed in the late morning and by 2:30 pm the same day the patient was successfully able to urinate. The cause of the event was not determined and the patient recovered without permanent impairment. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.